Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s hospitalization for peritonitis; however, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The patient has a chronic history of constipation with reported previous bowel obstructions and the patient had concomitant constipation with ileus. Based on the available information, the patient¿s escherichia coli peritonitis can be reasonably associate with concomitant bowel obstruction/constipation, as indicated in the medical records and as reported by the pd nurse.

Event description:
It was reported that a patient was hospitalized with peritonitis. The peritoneal dialysis registered nurse (pdrn) reported that the patient was experiencing cloudy pd effluent and as a result was seen in the outpatient pd clinic where a pd culture was obtained. The pd culture indicated a high white blood cell (wbc) count (1293) and was positive for growth of escherichia coli. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy. Two days later the patient was admitted to the hospital with complaints of worsening abdominal pain, nausea, and vomiting since. The patient also reported fever, chills, sweats and loss of appetite with reports of several days since their last bowel movement. The patient has a reported history of previous bowel obstructions. The patient had evidence of leukocytosis (serum wbc 15.9) and the patient¿s pd effluent culture revealed persistent elevated wbc on admission consistent with peritonitis. Additionally, it was discovered the patient had concomitant bowel obstruction (ileus) due to constipation. The patient was initially treated with intravenous (IV) rocephin 1-gram intra-peritoneal (ip) vancomycin (unknown dose). However, after results of the pd culture were received the patient was switched to rocephin 2 grams IV and metronidazole 500 mg orally. Moreover, the patient required placement of a nasogastric tube (ngt) and bowel rest to manage ileus. The patient initially continued pd therapy while hospitalized which achieved excellent ultrafiltration (per notation in the medical records). However, the patient was temporarily switched to hemodialysis due to pd drainage issues from the ileus as well as evidence of fibrin. Details surrounding the patient¿s dialysis treatment in the hospital are unknown; however, it was recorded the patient successfully transitioned back to pd therapy prior to discharge. The patient¿s abdominal pain notably improved, and the patient was able to return to a regular diet and have a bowel movement. It was recorded, the patient¿s pd effluent cell count also improved to 16 during hospital course. The patient was discharged home after 12 days, and continued pd therapy and a 10-day course of oral antibiotics. Per the nurse, the patient¿s event was not related to the liberty select cycler or liberty cycler set. The nurse stated there were no known issues with fresenius device; there have been no fluid leaks or device issues. The patient is reported to be recovering from the event and continues pd therapy. Furthermore, it was documented in the medical records received that the patient¿s peritonitis was secondary to concomitant constipation.